Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: palacos r+g, p/n: 660177772, l/n: 79910088. Articular surface, p/n: 00596404210, l/n: 62841549. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent initial total left knee arthroplasty three years post-implantation. Subsequently, the patient was revised due to loosening. No additional patient consequences were reported.